Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of (B)(4). The current complaint database has been researched for this event and there were no findings. The report was found to be written against device, plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20. The report stated, ¿the consultant surgeon was using the diathermy on the coagulation and got a small electric shock.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
This complaint was created due to the receipt of mhra reference (B)(4). The current complaint database has been researched for this event and there were no findings. The report was found to be written against device, plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, qty20. The report stated, ¿the consultant surgeon was using the diathermy on the coagulation and got a small electric shock.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. In addition, the vendor has conducted an investigation according to the same item of reserve sample, and there is not any similar problem found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. Do not activate the instrument when not in contact with target tissue, as this may cause injuries due to capacitive coupling. We will continue to monitor for trends through the complaint system to assure patient safety.